Event description:
It was reported that a balloon rupture occurred. The 28mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure. It was further reported that, the balloon ruptured upon third inflation at 12 atm for 11 seconds.

Event description:
It was reported that a balloon rupture occurred. The 28mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure. It was further reported that the balloon ruptured upon third inflation at 12 atm for 11 seconds.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A 12mm longitudinal tear was evident during visual examination. Starting just 1mm distal from the proximal markerband and after the distal markerband. Multiple kinks were noted along the hypotube shaft. No kinks or damages were noted in the polymer shaft. A 12mm longitudinal tear was noted on the balloon. The tear was 1mm distal from the proximal markerband and after the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. Multiple kinks were noted along the hypotube shaft. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a balloon rupture occurred. The 28mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.